Manufacturer narrative:
The hillrom technician found the compressor power supply and a/c cord needed to be replaced. The original part was thrown away and was not returned for an inspection. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insulation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. T he technician replaced the compressor power supply and a/c cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device brick was damaged and burnt. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).